Manufacturer narrative:
Evaluation summary: evaluation was completed and the reported condition of the failure code 812:02 was confirmed. The review of the pump's event history revealed that the failure code 812:02 occurred five times from august 23, 2005 through october 18, 2005.

Event description:
The device was returned for service with a report of a failure code 812:02. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.